Event description:
After iabp for two days, the iab leaked back into the pump. No alarms sounded. No second iab was inserted. Event complications: none from the event - rpt'd 4/9/97, 5/8/97. Pt current status: stable - rpt'd 4/9/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.